Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer could not operate the monopolar curved scissors (mcs) instrument and it was identified with a broken cable. The customer tried to reseat the instrument but then it would not recognize on the system. The procedure was completed with no reported injury.

Manufacturer narrative:
Correction: refer to field b3. Event date and b5. Complaint summary for updates.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.